Event description:
Device 1 of 3: reference MFR. Report#3006705815-2017-01424; reference MFR. Report#3006705815-2017-01425.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sterilization process review is pending from the manufacturing site ((B)(4)). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report#3006705815-2017-01424, reference MFR. Report#3006705815-2017-01425. It was reported the patient developed an infection at both scs incision sites. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted to address the issue. Follow-up identified the initial treatment plan consisted of intravenous as well as oral medications. In turn, cultures were obtained, however results are unknown. Reportedly, the patient was discharged and the issue resolved.